Event description:
The power outlets stopped working; upon inspection found that the wires were cut through and bare inside the boom housing next to the oxygen and air lines which also show signs of wear. The flexible conduit was cut through and the wiring was entwined against a metal stop. The boom was found to be missing a wear bushing that would protect the wiring and the gas lines. The device was not being used on a patient at the time of the event.======================manufacturer response for stryker boom, osc-400 boom (per site reporter).======================the manufacture feels it is an engineering defect.what was the original intended procedure?power equipment.